Event description:
During the procedure to treat a very small vessel in the obtuse marginal (om), both the guide wire and the minirail devices were advanced without issue. After inflation (max 4 atm), the minirail would not pull back and the tip of the guide wire appeared somewhat prolapsed. Both of the devices had to be removed together. When the devices were removed, the tip of the guide wire had become wrapped around it. A small dissection was noted at this time and a regular balloon catheter was used to treat the dissection. The physician decided the lesion was too small to stent and was left for "poba". No other information was reported.